Event description:
The short leg walker was placed on a female patient who had a diagnosis of a non-displace stress fracture of the second metatarsal in the distal one third. Since the patient was leaving town for a month, the physcian placed her in the short leg walker instead of a rigid fiberglass or plaster of paris cast. The physician indicated he used the short leg walker for patient comfort.the patient returning to the physcian's office, one month later, stated she heard a squeaky noise in the sole of the walker after about two weeks. She continued to ambutate, utilizing the walker, and stated she had at no time ambutataed without the walker.upon x-ray examination, the physician found the patient had a displacement fracture of approximately 1 to 2 mm with callous formation. The physician describes the squeaky noise from inside the walker sole and relates it to either rubbing of the foam materal on the end of the metal plate or possibility rubbing of two fragments of the metal plate, which he assumes may have broken from fatigue. The physician is keeping the short leg walker in his office until the patient situation is resolvedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.